Event description:
The plaintiff's attorney alleged that the patient experienced several sudden cardiac events during a four month period. Subsequently, the patient expired four months after the first onset of the sudden cardiac events. The event was allegedly caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.